Manufacturer narrative:
Additional information: device history record review: a review of the device history record was completed for this batch. Product was manufactured at the bd (B)(4) in november 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample was not returned for evaluation. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked from the tubing when pulling the device out of the patient. No injury or medical intervention reported.